Event description:
It was reported: a patient at an extended care facility received injuries from an overturned c41 liquid oxygen reservoir. The event was not witnessed by the staff of the care facility. The patient was transported to the local hospital for treatment of burns to the arms and chest area.

Manufacturer narrative:
The device has been returned and is undergoing evaluation. A supplemental report will be filed when our investigation is completed.